Manufacturer narrative:
Alleged failure: valentine latapy pharmacist from the hospital reported the following event : "use of 4 meniscal anchors, 3 of which are installed. For the first anchor, the thread deserted at the base of the anchor and the anchor was not found. For the 2nd: broken wire. For the third: anchor broken and found. The device is available for expertise if necessary. " "new information received from the customer on (B)(6) 2018 : "the event occurred during the procedure, with no consequences for the patient except for a longer procedure. There was no additional medical intervention. The operator wondered if this was not a defect in use and will contact you directly. What steps have been taken to complete the intervention? Use of other anchors. " the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on anchor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the anchor got lost in the joint space. It is not confirmed that it was successfully retrieved.

Manufacturer narrative:
This follow up it to correct the adverse event/product problem from serious injury to malfunction.

Event description:
It was reported that the anchor got lost in the joint space. It is not confirmed that it was successfully retrieved.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor got lost in the joint space. It is not confirmed that it was successfully retrieved.